Event description:
A husband contacted a baxter technical svc rep (tsr) regarding the machine went straight into fill 1 without draining the home pt (hp). The husband also stated the hp does a manual fill of 2000ml during the day. The tsr had husband check the program and found the initial alarm (ida) = 0ml, and dv for the initial drain cycle = 10ml. After initial drain, the fill volume during fill 1 was 2129ml. The hp felt ok and had no symptoms of overfill. The tsr had the husband press the stop button on the machine and had the hp go into a manual drain. The hp drained 4149ml after about 35 mins. The tsr bypassed the hp to fill 2 and the hp was filling as expected. Tsr advised husband to contact pd rn as soon as possible to have the ida changed to avoid an overfill situation and also advised him to do a manual drain before connecting hp to machine tomorrow if rn is unavailable. The homechoice was operational. A follow-up with the rn revealed that she was aware of the reported overfill and has changed the ida. The rn could not recall what she changed the ida to. No pt injury or medical intervention was associated with this incident per the rn.

Manufacturer narrative:
The hp was asked to swap the device and refused.